Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored an event containing oversensed noise on all channels with two seconds of pacing inhibition/asystole, and minute ventilation (mv) was disabled. The patient had undergone an endoscopic procedure at the time of the stored event, and the observed noise was likely caused by electromagnetic interference (emi) from the endoscopic procedure. This crt-d remains in service. No additional adverse patient effects were reported. It was noted that the patient had a left ventricular assist device (lvad).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored an event containing oversensed noise on all channels with two seconds of pacing inhibition/asystole, and minute ventilation (mv) was disabled. The patient had undergone an endoscopic procedure at the time of the stored event, and the observed noise was likely caused by electromagnetic interference (emi) from the endoscopic procedure. This crt-d remains in service. No additional adverse patient effects were reported. It was noted that the patient had a left ventricular assist device (lvad).